Event description:
The lens broke in the inserter during the insertion into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00335 for delivery device used with this intraocular lens.